Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2024, and suture was used. The needle came off while suturing. There were no adverse consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/29/2024. Additional information was requested, the following was obtained: did the needle fall into the patient? Yes. Was the needle piece removed from the patient during the same procedure? They didn't say. The following information was requested: was there any adverse consequence associated with the patient? Were x-rays taken to locate the needle? What measures were taken to retrieve the needle? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/12/2024. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No. Were x-rays taken to locate the needle? Yes. What measures were taken to retrieve the needle? The lady who called me with this info doesn¿t know. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/29/2024. Additional information was requested, the following was obtained: I don't have any devices to return as the needle broke in the patient and both were discarded. The following information was requested did the needle fall into the patient? Was the needle piece removed from the patient during the same procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.